Event description:
The customer had experienced "unusually high" bg levels during the time this pod was worn. His levels ranged from 287 - 363mg/dl over a 9.5 hour period; during this time, numerous correction boluses had been administered though his bg levels remained consistently high. He "noticed a kink" in the cannula. Describing it as being "bent". Despite the reported kink, the pod did not initiate an alarm. The device will be returned for eval. Note: after deactivating the subject pod and applying a new device, his bg levels successfully lowered to 157 mg/dl.

Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the pod's all history provided in the report, however, it is assumed that the cannula kink was a potential contributing factor. The customer had delivered four correction boluses over a 9.5 hour period, though bg's failed to lower; it is expected that his bg levels would have gone down in response to the bolus. (Without the pod returned for eval, however, we cannot determine whether the high bg levels were due to physiological conditions or whether the reported cannula kink may have been a factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although it cannot be confirmed through a device eval, the pod is assumed to have been a contributing factor to the customer's high bg levels based on the info provided in the report. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification testing (and are not related to activities performed on the subject pod as it was not returned for investigation).